Event description:
It was reported by the aci vascular closure specialist that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback to a calcified artery. The device was removed and the patient was converted to 35 minutes of manual compression. It was noted that the patient was hospitalized due to the interventional coronary procedure. The patient was ambulated and discharged to home on (B)(6) 2013 with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1318405) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device the root cause of the reported event could not be conclusively determined. However, it was reported by the facility that the balloon lost pressure during pullback to a calcified artery. Pvd or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure.